Event description:
It was reported that during the procedure the cage cracked during impaction. It was removed and replaced with an alternate cage that also cracked. The surgeon left the second implant in place and applied anchor plates to finish the case. There were no reported patient impacts. This is report one of two.

Manufacturer narrative:
Additional information in d4 (UDI number), d10, h3, h4, and h6: method, results, and conclusions codes. The cage was returned for evaluation and was found to be cracked. The cause of this event can likely be attributed to off-axis impaction, off-axis insertion of the cages or inadequate intervertebral spacing for the size of the cage chosen. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report draft, 3004788213-2019-00285.

Event description:
It was reported that during the procedure the cage cracked during impaction. It was removed and replaced with an alternate cage that also cracked. The surgeon left the second implant in place and applied anchor plates to finish the case. There were no reported patient impacts. This is report one of two.